Manufacturer narrative:
Review of the source documentation indicates the manufacturer became aware of the reported issue on 29 april 2025. This is a correction to the originally reported awareness date of 01 may 2025.

Event description:
A trilogy evo ventilator was reported to have had an active exhalation valve alarm occur. There was no patient involvement, and no harm or injury reported. The device's internal filter was found to blocked. Calibration was completed to address the issue. No replacements were made.